Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was not reported. It was not reported if the patient has been hospitalized for the event. It was reported that the patient was treated with unspecified antibiotic. Patient outcome and action taken with pd therapy were unknown. No additional information is available.